Manufacturer narrative:
UDI not available as the product information was not provided.

Event description:
Voluntary medwatch received states that the patient presented with a left ventricular (lv) lead that was unable to maintain the lv capture management safety margin and exhibited variable capture thresholds. No intervention was reported. The lead remains implanted and in service. There were no patient consequences.